Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump error alarms. The customer¿s blood glucose level was over 200 mg/dl at the time of incident. Customer was able to clear the alarms and able to rewind the insulin pump. Customer was advised to perform displacement test, however they did not performed as insulin pump received 2 insulin pump error alarms. The customer was advised that the insulin pump required to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error 80 or pump error 82 alarms noted during testing. (B)(4).